Manufacturer narrative:
(B)(4). D10: 42512600514, articular surface fixed bearing constrained posterior stabilized (cps) left 14 mm height use with tibia sizes c-d / ps femur sizes 6-9 - 66982488, unknown - unknown tibial component - unknown. G2: foreign country: australia. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee surgery. Subsequently, a bone scan was performed that indicated femoral loosening and the patient was revised approximately 9 months post-op. The femoral component was revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. Visual examination of the provided pictures identified an explanted femur. The device shows signs of use such as biological material attached. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and reviewed by healthcare professionals. Review of the imaging findings included ap and lateral knee views showing cemented components with patellar fragmentation and heterotopic ossification. Single limited bone scan image shows a focal area of intense radiotracer activity in the lateral femoral condyle adjacent to the femoral component. No discrete osteolysis or explanation for the radiotracer uptake is identified on the corresponding radiographs. There is posterior overhang of the tibial component with increased posterior tibial slope of approximately 10 degree. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.